Event description:
According to the literature, a retrospective study evaluated recurrence patterns and long-term outcomes in patients with colorectal liver metastases (crlm) undergoing resection and ablation with or without hepatic artery infusion pump (haip)and infusional floxuridine (fudr). Between 2017 and 2021, a total of 124 patients underwent hepatic resection and microwave ablation. There were 60 patients who underwent hepatectomy, microwave ablation and hepatic arterial infusion pump placement. Emprint or a competitors devices were used during mwa. The following adverse events were reported for the ablation plus hepatic resection cohort: pleural effusion (2), biliary fistula (1), ileus (5), abscess (1) atrial fibrillation (6), postoperative hypertension (1), bile leak (1), and postoperative blood loss anemia (13). The following adverse events were reported for the ablation plus hepatic resection plus haip cohort: pleural effusion (1), ileus (9). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).